Event description:
In 2004 a trap-ease ivc filter was placed in pt due to pulmonary embolism. Same day final image indicated good position of filter at the l2 level. Pt discharged to home five days later. Pt expired the next day.